Event description:
Reported as a leak at the band.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band shell. The opening is consistent with puncture by an needle and may be the source of the leakage. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."